Manufacturer narrative:
Analysis of the 8780 catheter (B)(4) revealed damage to the transition tube of the catheter body. A significant amount of the transition tubing was detached from the catheter body as received. Of note was the portion of the transition tubing beneath the strain relief shroud was intact and unaffected by the tearing seen external to the strain relief shroud.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion no longer applies to this event and was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
A health care provider reported via a manufacturing representative that the patient was complaining of lowered efficacy from the implantable drug infusion pump. The pump was implanted to treat failed back surgery syndrome and non-malignant pain. The pump was being used to deliver 1.24 mg/ml of morphine at 0.12 mg/day. The doctor tried to perform a catheter dye study approximately 3 weeks prior to (B)(6) 2015, but was unable to complete it. The doctor was unable to draw back on the syringe and clear the catheter. The patient was scheduled for a catheter revision. Upon opening the pump pocket on (B)(6) 2015, "some sort of the plastic catheter" had broken. This extra piece was removed. The doctor decided to replace the entire catheter. The remaining replacement procedure went on without any other noted problems. As far as the manufacturer representative was aware, the patient was doing fine with only the anticipated post surgical pain. The issue was noted to be resolved.